Manufacturer narrative:
The investigation is still on-going. The results will be provided within the follow-up report.

Event description:
It was reported that the primus failed due to a motor failure during use. No patient injury reported.

Manufacturer narrative:
The log file analysis confirms the reported issue. Two motor encoder checks are registered for the procedure in question. Upon the second one the machine forced a shut-down of automatic ventilation and posted the corresponding alarm. The machine was used for another 25 minutes before it was powered-down, finally. The motor was replaced and returned for investigation. It shows signs of wear and tear at the collector disc leading to intermittent contact losses to the carbon brushes which results in development of several positions where no mechanical power is provided. If an encoder check fails the measured motor position is not in agreement with the expected one leading to an uncertainty regarding the exact positioning of the ventilator piston. The machine is designed to switch from automatic to manual ventilation to prevent from serious system damages. The sequence is accompanied by an alarm. Manual ventilation and monitoring functions remain available. The respective motor was produced in 2008. The number of operating hours completed could not be determined and thus, it cannot be revealed for the individual case if the motor has lasted for its expected service life or if this event incorporates a premature failure. However, the workstation has reacted upon this error condition as specified and the user could continue the procedure in manual ventilation i.e. Bridge the time until a replacement device was made available. No patient consequences have occurred. The repair exchange of the motor has put back the device into fully operable condition.

Event description:
Please see initial report.